Event description:
It was reported that the ventilator was not delivering breaths to the patient with no audible alarms. The patient's pulse oximeter had a low sat alarm which had alerted the caregiver. The patient was disconnected from the ventilator and manually ventilated. No patient harm reported.

Manufacturer narrative:
Na.